Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's leadless implantable pulse generator (ipg) needed to be removed as the ipg had developed vegetation. No further patient complications have been reported as a result of this event.